Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. The device was evaluated upon receipt. Checked the csv filles and did the verification check found the machine cooling in good condition. Faulty circulation pump. Broken filling tube. Replaced circulation pump. Replaced fill tube. Preventively replaced coin cell. As5000 system passed all tests, is functioning properly and is ready for use. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d, h. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling. Per sample evaluation results received via task on 06feb2026, it was reported that the device was filling very slowly and sporadically in original complaint due to failed circulation pump, cooling issue was unconfirmed in evaluation and no flow rate when pads attached. There was a broken fill tube.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was not cooling.